Event description:
It was reported that during a prostate procedure, the fiber started pulsing, "no signs of stones, fiber not buried in tissue. Fiber was cleaned from distal to proximal, started end firing". The procedure was completed using a second fiber. Patient outcome ¿ok¿ was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device available for eval and date returned updated. Device returned to MFR and evaluated by MFR updated product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.